Event description:
It was reported that the pt underwent an anterior pelvic floor repair procedure. Postoperatively, the pt developed right flank pain. Evaluation revealed a narrowed right ureter in the lower segment. The pt was taken back to the operating room and had a right ureteral stent placed. At an unk point in time, the stent was removed but the narrowing was still there and a portion of the mesh that seemed to be causing this was cut out. Subsequently, the pt developed recurrent stress incontinence and right sided obturator pain which was not relieved with trigger point injections or physical therapy. At some point in time, another sling procedure was performed. With development of pain, the pt has been referred to another physician.

Manufacturer narrative:
The pain associated with the obturator strap arms occurs when the mesh arms are tensioned too tightly- this is to be a tension free procedure. Barring overtensioning, the pain with the mesh arms is not seen. The ureteral compression most likely occured for the same reason. Again, barring overtensioning of the straps, this would most likely not be seen.